Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds, high impedance measurements, and loss of capture (loc). This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Due to the limited information provided, additional details are not available.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds, high impedance measurements, and loss of capture (loc). This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Due to the limited information provided, additional details are not available.